Event description:
As reported for this event by the customer, upon testing this demo device for presence of bacteria, the device was positive in the culture testing. There is no reported harm to any patient or other persons.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
Additional information has been received from the customer. Device has been returned, culture tested, and evaluated. This supplemental report is being submitted to provide this information. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results for all channels conform to the acceptance criteria of the 2012 regulations followed by germany with no hygiene relevant microorganisms found. The device is returned and an evaluation completed for it. Upon inspection of the device, the device passed all functional and inspection checks. Since the device also passed the culture test, the user¿s complaint was not confirmed. Customer provided information of their reprocessing method. During pre-cleaning, suction and rinsing is performed for the air/water channel and auxiliary channel. Aspiration of water is performed through the instrument/suction channel. Flushing of air/water channel, auxiliary channel, balloon channel, and forceps elevator channel is performed. Detergent used is sekusept plus. Automatic endoscopy reprocessor (aer) device is etd IV. Detergent used with it is endo det plus and disinfectant used is endo dis. The device is stored vertically in a simple cabinet without any drying function after reprocessing. Maintenance of the device is by olympus. The device was not sterilized.

Event description:
Addendum may 10, 2022: customer provided results of an additional test which conform to the 2012 regulations followed by germany.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.